Event description:
It was reported that after the deploy of the t1 the t2 deploy prematurely. No patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "after the deploy of the t1 the t2 deploy prematurely." T1, t2 and suture were returned. They had been freed from the delivery needle tip, but were still in the vicinity of the needle tip. The suture had not yet been unfolded. This is consistent with inadvertent deployment while removing the device from the paper carrier sleeve. The device is clean and shows no obvious sign of use. There is no bio matter attached. There is no bend, bow or twist of the needle. The device shows no obvious damage except for the t's have been separated from the delivery needle tip. Functional test cycled, actuated as expected. No mechanical problem was found. Engineering has observed that it is possible for the deployment sleeve to become hung up on the device paper carrier upon opening for use. This condition is not systemic and is being monitored.

Event description:
It was reported that after the deploy of the t1 the t2 deploy prematurely. A backup device was available to complete the procedure with no delay or patient injuries.